Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was caught at the proximal end of the jaws when the device intended to be fired on the cystic artery though a nurse fired the device for functionality and the device functioned as intended before the event. Then, the device became not to be removed from a port. However, the device could be removed from the patient by grasping the trigger forcibly. After that, following events occurred repeatedly; some clips were malformed and some clips were not fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch m91w2l. The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with three malformed clips and one conforming clip was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was inserted through a 5 mm test trocar and it was removed with no difficulties; then, the instrument was cycled and it fed and formed seven conforming clips without any feeding issues. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended, however the orange indicator wheel was found to be undertraveled. No conclusion could be reached as to what may have caused the reported incident and the orange indicator wheel failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.